Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the primary line flushed without difficulty however when the line was connected to the angiocath, a leak was noted at the smart site after a flush. The line was replaced without further issues. There was no report of patient harm. The event occurred in the outpatient surgery center.

Manufacturer narrative:
The customer¿s report of a leak at the smartsite on the primary set was not confirmed; however, a leak was confirmed on the extension set. The extension set was visually inspected; examination under magnification showed a vertical crack on the female luer, extending from the luer opening and down into the luer body. Some stress marks were observed at the base of crack. Functional and pressure testing confirmed leaking at the female luer. The cause of the leak was the crack in the female luer. The cause of the crack is unknown.